Manufacturer narrative:
A4: unk. A5: unk. A6: unk. D6b: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # 729514

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -06.00/+1.5/093 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2022. The patient experienced a refractive surprise and blurred vision. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
B5: the lens was removed and replaced on (B)(6) 2023 for another same model/length but different power lens. The problem was resolved and the eye was quiet. Claim # (B)(4).